Manufacturer narrative:
The suspected device was returned for evaluation. The customer's reported issue was confirmed as the wires are exposed on the foot pedal which was determined to cause error e433 and the coagulation switch activated or failed to activate cut output. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The service center was informed by the biomedical engineer at the user facility that the foot switch, double for the esg-400 reportedly had an "the wires are exposed on the footpedal" during receipt inspection. No patient injury or harm was reported. The device will be returned for evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event is a defective transformer on the printer circuit boards. An improved generator board was introduced into production in mid-july 2020. Olympus will continue to monitor field performance for this device.